Event description:
It was reported that this right atrial (ra) lead had insulation damage. The device received external shock and cardiopulmonary resuscitation (CPR). The patient had ventricular fibrillation (vf). The device had triggered code 1004 code indicative of short circuit and code 1007 due to capacitor charge time exceeding limitations. Subsequently this ra lead was explanted and successfully replaced. No additional patient adverse effects were reported.